Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unspecified mentor saline breast implants and experienced postoperative unilateral capsular contracture (baker grade unknown). As a result, the patient underwent bilateral explantation on (B)(6) 2016 and replaced with 250cc mentor smooth round moderate profile saline breast implants (catalog number 3501635, left-sided serial number (B)(4), right-sided serial number (B)(4)).